Event description:
During procedure on left foot, frs screw threads broke off in the pt (appeared on in-op xray). The screw did not break in half--threads just came off. They did not remove the entire screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.